Event description:
The customer reported that the system would display a communication failure error message. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the workstation backplane and the generator interface printed circuit board. The system was tested and found to be working as intended and put back in service.